Event description:
It was reported that pump experienced malfunction 16 after customer had been at beach the previous day with pump stored in a bag. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.